Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and air in line detector needs to be cleaned. It has been cleaned and is still producing error message. Was found to be reload set. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. As reload set. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.